Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting the facility information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a intrathecal drug pump with no medication in the pump at time of report. It was reported that the rep could not make a connection between the pump and the tablet before the operating room (or). The pump was in the rep's car stock. No action was taken. The issue was not resolved at time of reported, (B)(6) 2024. The pump was never implanted. It was reported there was no patient or healthcare provider (hcp) involved in the event.

Manufacturer narrative:
H3: analysis identified that the pump was non-functional as there was no functioning telemetry and there was no motor activity. Further analysis testing revealed that the telemetry issues were resolved once the hybrid was removed from the bulk head. The telemetry communication was successful and repeatable. With the hybrid functioning nominally and the no telemetry condion unable to be re-established, no further analysis was performed. The cause of the no telemetry condition was not discovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.